Manufacturer narrative:
The product code 2339 was reported in error on the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the plunger went over the lens. No patient harm. Surgery was completed with a backup lens with no issues.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The event is not to be considered a reportable malfunction because it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no patient contact with the lens.